Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty primary regulator unit. However, the specific cause of the faulty primary regulator unit was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The gas leakage was due to a defective 1st regulator unit. The evaluation found the following: front panel was aged with coating peeling off, screen black due to defective circuit board, and the connecting and insufflation tubes were immersed causing the electropneumatic proportional valve to not provide enough gas. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit had air leakage. The issue occurred during reprocessing after procedure. The patient was not under sedation. The procedure was completed with the same device without any delay. There were no reports of patient harm.